Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, device was deployed in skin tract. Exact reason unknown. Original measurement was performed correctly. Device system used without sheath - 34mm valve system with od of approx 21.99f. Physician placed stent in left common femoral at access site. Stent was placed with successful hemostasis.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photo was submitted for investigative purposes. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the left common femoral artery. The arteriotomy was 7.4mm, no calcification present, and a depth deployment of 3.5cm + 1cm. Following multiple attempts, a central positioned access was achieved utilizing micropuncture and ultrasound. Complications and resistance were encountered inserting the 34mm valve. The 18f procedural sheath was removed prior to valve insertion; and the valve was delivered sheath less over the guidewire. Following deployment, manta was deployed into the tissue tract. A covered stent was placed successfully achieving hemostasis. Multiple causes for tract deployment have been established; the exact cause for this tract deployment is possibly due to the enlarged access created due to manipulations that occurred during the initial valve placement procedure and delivering the valve sheath less. However, due to no angiograms or device submitted for investigative purposes, and no information regarding the initial and deployment procedures, a root cause cannot be determined. The IFU precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, the risk of failing to achieve hemostasis and access site complications requiring endovascular intervention are potential adverse events related to the deployment of vascular closure devices.